Manufacturer narrative:
Pending evaluation concomitant medical device(s): 300-62-02, (B)(4) - stemless humeral comp integrip, cage, size 2. 310-60-50, (B)(4) - stemless humeral head extra short, 50mm (beta). 319-01-32, (B)(4) - steinmann pin sterile 3.2mm x 178mm. 531-78-20, (B)(4) - shouldr gps hex pins kit.

Event description:
Approximately 2 yrs postop the initial right tsa, this (B)(6) y/o male patient¿s total shoulder was revised to a reverse shoulder arthroplasty because the glenoid sheared off. The stemless humeral component was well fixed. Patient was last known to be in stable condition following the event. The devices will not be returned due to hospital policy.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of the metal pegs disassociating from the polyethylene body of the glenoid component which may have been due to drilling the peripheral peg holes at an angle or not fully seating the cage glenoid component at the time of implantation. However, this cannot be confirmed because the component was not returned for evaluation and x-rays were not provided.